Manufacturer narrative:
The complaint text for architect isystem (ln 03m74-01) indicates that the ups (uninterruptible power supply) that the customer is using (non-abbot manufactured product), generated smoke and caught fire. The customer extinguished the fire with a foam fire extinguisher. No injuries were reported. The abbott field service representative (fsr) was dispatched and reported that the ups cables had been torn while the customer was moving the ups. Exposed wires from the torn cables subsequently touched one another and smoke and fire were produced. The fsr repaired the worn cables and verified that the instrument was operational. The abbott architect system operations manual ((pn 201837-105) 2008) addresses the customer's issue in section 7 operational precautions and limitations, section 5 operating instructions - instructions for the emergency shutdown procedure and section 8 hazards, subsection electrical hazards. A malfunction of the system was not identified. The complaint text indicates that the ups cables had been torn while the customer was moving the ups. Based on the review of the instruments service history, no repeats of this issue have been reported since the fsr repaired the worn cables. The investigation demonstrated that the architect i2000sr analyzer is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.

Event description:
The customer states that the architect i2000sr network hub has burned (the customer reports seeing flames) causing some cable damage. The network hub is an external device that joins communication lines and enables the electronic transfer of information between the system control center (scc) and processing module(s). No injuries were reported nor damage to the surrounding environment. A service call was initiated. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.